Manufacturer narrative:
A2) patient date of birth - not available from the facility. A4) patient weight - not available from the facility. B6) relevant tests/laboratory data - not available from the facility. D1) exact brand name is unknown; however this for an lld device. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and left ventricular (lv) lead due to cied system/pocket infection and bacteremia. Spectranetics lld lead locking devices (llds) were inserted into the ra and lv leads, and a spectranetics lld ez lead locking device (lld ez) in the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra, the lead was removed. Switching to the lv lead with the glidelight device, advancement was made to the distal tip of the lead, but got stuck, requiring the laser to be activated. The lead was removed; however, the patient's blood pressure dropped. Rescue efforts began, including bypass and sternotomy. A coronary sinus perforation was discovered and repaired. The decision was made to abandon the procedure, and the remaining rv lead, along with the lld ez, was cut/capped and remained in the patient (MDR#: 3007284006-2025-00115). There was no attempt made to unlock the lld ez. The patient survived the procedure. This report captures the lld in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.